Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 31 mg/dl due to administering too much insulin in error with a bolus via the pump. Reportedly, the customer consumed carbohydrates to address lowered bg level.